Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating which resulted in the pump shutting down. Customer¿s blood glucose (bg) level was displayed as "high" on the continuous glucose monitor, although specific value was not provided. Reportedly, the customer required assistance addressing elevated bg levels and a manual injection was administered to address elevated bg level. The customer continued to use the pump for insulin therapy.